Manufacturer narrative:
(B)(4). Concomitant medical products - 32mm mod head cocr -3mm neck, item 163668, lot 0000649230, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00842.

Event description:
It has been reported by the hospital that a patient underwent an initial right hip arthroplasty. Subsequently, a revision procedure was performed due to elevated metal ion levels and alval.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.